Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection found that the device's needle overmold assembly was pushed through the instructions for use and the spline tube was taped to the instructions for use with masking tape. The suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation found that when the masking tape was removed from the spline tube so that the actuator could be cycled. The actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors ,which could have contributed to the complaint event, include unintended inappropriate use of the device, rough handling, or bent needle. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical & impact codes).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the t2 implant of the fast-fix 360 curved failed and was not triggered out of the devices. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.